Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2218-70; serial: (B)(4); batch: 13714855.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.